Event description:
Cook catheter central venous catheter trays manufactured after march 1, 2021 do not have the 22ga needle/25ga needle inside the kit as listed on the contents list. A letter was sent to material warehouse with notification of supply shortage issue as reason kits do not have needles present. The information was not distributed to the end user level from materials management. Providers are sterile and in process of inserting the central line and preparing to draw up lidocaine for local anesthesia when discover the needles are not present. A delay in insertion occurs while another staff member obtains needles. A label on the outside of the package would notify the end user of which items currently missing in the kit and allow end user to obtain needed items prior to insertion and preventing delays.